Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime injection (1 gram, once a day, duration and route not reported), intraperitoneal vancomycin injection (750 milligrams, once a day) and fortum (dose, route and frequency not reported) for the event. On an unreported date the vancomycin dosage was changed to 1 gram every fifth day. At the time of this report, the patient was recovered from the peritonitis event. On an unreported date, vancomycin and fortum were discontinued. Pd therapy was ongoing. No additional information was available.